Event description:
Iritis [iritis]. Spontaneous report. A physician reported that a pt underwent an ocular surgery in their left eye with ceeon lens mod 913a in 1/2003. The pt was also suffering from glaucoma treated with xalatan and trusopt. In 2003 the pt experienced iritis in the left eye. Pt was treated with prednisolone acetate and diclofenac sodium. The pt had not recovered at the time of the report.